Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, moderately tortuous, de novo proximal right coronary artery (rca), the whisper extra support (es) guide wire was positioned and during torque manipulation of the wire the tip fractured. The device was removed without reported issue. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was unable to be confirmed however there was a kink in the tip which is likely the fracture that was reported. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.